Event description:
It was reported that during central processing, the black cable on a maryland bipolar forceps instrument was torn. The procedure was completed and there was no reported injury to the patient.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the maryland bipolar forceps instrument. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with the complaint and completed the failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken conductor wire at the grip-crimp location in the distal end. The instrument failed the electrical continuity test. The instrument was place on a in house system. No signs of thermal damage were observed. The complaint was confirmed by failure analysis.